Manufacturer narrative:
Following the laser procedure, patient visited a burn clinic for additional treatment care where it was given an otc aesthetic cream. Patient is now improving well from the incident. Treatment parameters were not followed per the clinical reference guide due to user error. The operator of the device performed the laser procedure using an energy wavelength upon the patient that was not appropriate for its skin type. The patient, a skin type vi, was treated with laser energy that is only appropriate for patients with skin types I-iii. The device was evaluated and found to be operating as intended. Blisters/burns are expected side effects from laser treatments, however since the patient had medical intervention for its injury, this is a reportable event.

Event description:
Patient had medical intervention for a blister/burn from a laser hair removal procedure.